Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This rv lead has not been returned for analysis. Due to limited information provided, additional details were not available.

Manufacturer narrative:
This report is being submitted to correct field b1 adverse event/product problem and field b5 event description. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This event took place more than 16 years prior to the report. Due to limited information provided, additional details were not available.